Manufacturer narrative:
Additional narrative: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The sigma patella clamp is stuck and will not open. The lock and unlock switch gets stuck sometimes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: examination and functional testing on the returned device confirmed intermittent sticking when locking and unlocking the device. The root cause is attributed to device wear from normal use and servicing. The device is old (mfg 1997) and has been subjected to heavy usage and is worn out. Based on the determination of device wear from normal use and servicing as the root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.